Event description:
It was later reported that neither the device nor device therapy worsened the patients arrythmia. Nor was it thought that the patients arrythmia was device or therapy related.

Manufacturer narrative:
Corrected data: section e2: health professional corrected. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient had an atrioventricular junction ablation post implant.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported arrhythmia could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.